Manufacturer narrative:
Additional narrative: (B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Procedure c7-t10 psf congenital scoliosis. Expedium consignment set at westmead private hospital. Instrument became burred while being used to insert pedicle screws under power - short t20 shaft ((B)(4)). Instrument became burred while being used to final tighten the construct - x25 final tightener shaft (279712600). Patient outcome post surgery n/a. This case is not being reported by the customer, but jjm employee. All available information has been provided as part of this report; no further information will be forthcoming. Product discarded = no return to manufacturer unless local engineering assessment indicates return is required.